Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of lo results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 06/14/2016. Customer confirms the strips are stored in the kitchen and were first opened the week of (B)(6). Customer performed a back to back blood test lo and lo. Reviewed meter memory: 1: lo (B)(6) 2015 08:04:00 pm fasting: yes; 2: lo (B)(6) 2015 05:03:00 pm fasting: yes; 3: lo (B)(6) 2015 07:25:00 pm fasting: yes; 4: 158mg/dl (B)(6) 2015 01:12:00 pm fasting: yes; 5: 124mg/dl (B)(6) 2015 10:45:00 pm fasting: yes. Customers concerned with lo on (B)(6) 2015 7:25:20:00 pm. No adverse event reported. Customer did not have control solution available to perform control test.